Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following "directions ¿ the arcticgel¿ small universal pads are only for use with the arctic sun® temperature management system. See operators manual for detailed instructions on system use. ¿ select the proper number of pads for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the maximum number of pads. ¿ the following sizing chart is provided as guidance. Modify the number of pads and locations as necessary to meet specific clinical needs. Patient weight number of pads 2.5 - 5 kg (5.5 - 10 lbs) 5 - 10 kg (10 - 22 lbs) 10 - 16 kg (22 - 35 lbs) 16 - 30 kg (35 - 66 lbs) use arcticgel¿ pad kit 317-02 (xxs) ¿ place the pads on healthy, clean skin only. Locate pad edges away from articulating areas of the body to avoid irritation. Place pads to allow for full respiratory excursion. ¿ the pad surface must be contacting the skin for optimal energy transfer efficiency. The small universal pads are provided with a cloth liner over the hydrogel. The pads may be used with the cloth liner in place or removed to expose the hydrogel adhesive. If the cloth liner is used, secure the pads with the velcro straps to ensure good contact with the skin. The pads may be removed and reapplied if necessary. ¿ due to the small patient size and the potential for rapid patient temperature change ¿ it is recommended to use the following settings: water temperature high limit: =40°c (104°f) water temperature low limit: =10°c (50°f) control strategy: 2 ¿ it is recommended to use the patient temperature high and patient temperature low alert settings. ¿ place a core patient temperature probe and connect to the arctic sun® temperature management system patient temperature 1 connector for continuous patient temperature feedback. A rectal or esophageal temperature probe is recommended. ¿ attach the pad¿s line connectors to the fluid delivery line manifolds. Begin treating the patient. ¿ if the pads fail to prime or a significant continuous air leak si observed in the pad return line, check connections, then if needed replace the leaking pad. ¿ once all the pads are primed, assure the steady state flow rate displayed on the control panel is appropriate for the number of pads connected. Number pads 1 2 3 minimum flow rate l/m 0.9 1.7 2.4 ¿ when finished, purge water from pads. Slowly remove pads from the patient and discard." The device was not returned.

Event description:
It was reported that the arctic sun device was getting low flow while 12kg child was undergoing therapy in pediatric intensive care unit. The nurse stated that the patient was using one small universal pad and was getting an alert 02 (low flow). The user had disconnected and reconnected the pads using proper technique and flow rate was 0.9lpm. Mss discussed about adding a second pad as two pads were recommended for 13kg and also explained that flow should be 1.7lpm with two pads. The complainant stated that the target temperature was 36.5c and patient arrived hypothermic in 34c range.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was getting low flow while 12kg child was undergoing therapy in pediatric intensive care unit. The nurse stated that the patient was using one small universal pad and was getting an alert 02 (low flow). The user had disconnected and reconnected the pads using proper technique and flow rate was 0.9lpm. Mss discussed about adding a second pad as two pads were recommended for 13kg and also explained that flow should be 1.7lpm with two pads. The complainant stated that the target temperature was 36.5c and patient arrived hypothermic in 34c range.